Event description:
The procedural report for this pt states that at the end of the procedure, "the right common carotid artery injection following the intervention demonstrates a small dissection flap involving the proximal right internal carotid artery. This involves the carotid bulb. There is no flow restriction. This distal dissection flap faces cephalad in the plane of the flow. There is no diameter reduction at the level of the dissection or stagnant flow." This event was reported as having a probable relationship to the device and angiographic procedure. It was not serious and was resolved at the time of the report. This MDR is associated with MDR 3005168196-2010-00584.

Manufacturer narrative:
Conclusion: vessel dissection is a known and anticipated complication with this type of procedure and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. This info was collected during the review of data from the penumbra (B)(4) post-market trial.